Event description:
Customer reports receiving erratic readings in blood glucose tests, with readings of 152 mg/dl and 497 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death or serious injury associated with this event.